Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported by the customer that they are experiencing problems with not picking up or are picking up inaccurately on the most poorly perfused patients. Additional information received stated the patient required reintubation.